Event description:
The customer reported that when the unit was installed the disinfectant time was set at one min rather than five mins. The customer reported that they have corrected this issue but before they did they treated 12 pts with scopes that had been processed with a one min disinfect time. The customer stated that all of the pts had been contacted and had been made aware of the situation. None of the pts had complained of any side effects. The customer stated that the infection control doctor had all 12 pts tested for hiv and hepatitis-b, the customer did not share any test results. The customer did not share any identifying info for pts involved.